Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (unknown date), wherein the ipg was explanted. No further information is known at this time.

Manufacturer narrative:
The patient underwent an ipg explant on an unknown date due to an unknown reason. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.